Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a pcu (8015) system error code: 110.6021. There was no patient harm. It was noted that issue occurred prior to patient use.

Event description:
It was reported that there was a pcu (8015) system error code: 110.6021. There was no patient harm. It was noted that issue occurred prior to patient use.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of experiencing a system error code: 110.6021 (keyboard failure) was confirmed and replicated during testing. Previous investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. The customer¿s returned pcu keypad was functionally tested which resulted in the system error code and not functioning as intended. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. Device inspection: external and internal inspection were performed on the customer returned pcu device s/n (B)(6). During external inspection, the pcu device was received with instrument seal missing. The right (male) iui was observed with corrosion. The left (female) iui was observed with dry fluid residue. During internal inspection, the keypad was opened up and observed with signs of fluid ingress. There was no other obvious issues observed. Root cause analysis: the proximate cause of the customer¿s experience with the system error code: 110.6021 (keyboard failure) is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: a review of the device history record showed the device had a manufacture date of 26mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.